Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer called in response to the field notification letter, she had a concern regarding the drive support cap. Explained the location and function of the drive support cap. No damage to drive support cap. Customer stated that she was hospitalized in august 2012 with a blood glucose reading of 993 mg/dl. Nothing further reported.